Event description:
The customer reported a service required message "ECG equip malfunction" during the operational check.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.